Event description:
It was reported that patient underwent an ulnar collateral ligament repairment procedure on (B)(6) 2014. During the procedure, the juggerknot would not anchor. A second anchor was attempted and also did not anchor. The procedure was completed using competitor product. Additionally, another hole was drilled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06145 and 06146).